Event description:
On january 19, 1999, an idm customer reported a problem in which idm's donor management information system incorrectly calculated the end date of a temporary deferral. It was determined that in the process of adding a deferral with a one-year duration, the software determined the deferral end date to be in the year 1900 instead of 2000. The system then automatically removed this deferral since it was expired. (The removal of expired deferrals is done by an automatic "cron" process that is scheduled to run at a specific time each night. These "removed" deferrals are moved to a log file and stored indefinitely). The problem was investigated and it was determined that donor management information systems was using the database's (i.e. Oracle's) default date format to calculate the end date. This format. "Dd-mon-yy", handles years in the current century only. The database therefore assumed that one year after 1999 was 1900. A solution was found with assistance from oracle corp that uses an alternate default date format that correctly handles the upcoming century change. This alternate default date format, "dd-mon-rr", interprets two-digit years between 00 and 49 as occurring in the year 2000, while the years 50 through 99 are understood to be in the year 1900. This default date format change can be made per database and affects only dates that are inserted into the database, modified in the database, or selected from the database without an explicit date format. Dates already stored in the database are not affected. Idm analyzed donor management information systems and the components and distribution information system which shares the oracle database, to identify functional areas where the software calculates dates in the future using oracle's default date format. "The only functional areas identified were addition and removal of temporary deferrals." Idm examined all customer's systems in the field to find dates in the functional areas referenced above that were earlier than 1960. (It was assumed that all deferral dates earlier than 1960 would have been caused by this anomaly.) Only the reporting customer was found to have erroneous temporary deferral dates of 1900 in their log file of removed deferrals. On january 19th all customers were notified of the problem, and subsequently, oracle's alternate default date format, "dd-mon-rr", has been installed on their systems.